Event description:
When wasting the remained of the cassette pump stated there was 6.7 remaining. However, there was actually 22.3 ml in the cassette. Concerned that the correct amount of medication was not administered to the patient.